Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. A field service engineer discovered that tower door 1 had multiple failures. The fse opened the latch column, replaced all of the old-style latches, and tested the doors using test software. All doors failed, and the customer was instructed to recover and confirm that everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.